Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for 4 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was possible break in aseptic technique, but could not be confirmed. The patient was treated with cefazolin and was retrained on correctly performing pd therapy. The pd therapy was ongoing. The patient recovered from this event. No additional information is available.